Event description:
It is reported by the patient's counsel, that patient underwent revision of her right total elbow arthroplasty in 2007. Three months post-op, an x-ray taken three months later at the hospital, showed an unchanged right elbow prosthesis; however, a small round orthopedic ring-like device had migrated into the soft tissue. Ten days later, an x-ray taken ten days later, showed that the ring-like orthopedic device was unchanged in position when compared to the october 1st x-ray, yet three arrow-shaped orthopedic pins were revealed. Patient was revised fifteen days later, wherein fracture of the hinge mechanism was noted and zimmer bushings and pins identified, were implanted. Some pieces of the fractures parts were left implanted in the elbow.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no pre-op & post-op x-rays were returned for review. The bushing kit system (inner pin, outer pin, ulnar and humeral bushings) were in vivo for approximately 3 months when post-op x-rays were taken and revealed that three of the tines of the inner pin and fractured from the body of the inner pin. The patient's height, weight, age, and activity level are unknown. Based on the available information a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records was also not possible, as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.